Event description:
Balloon sheared off of shaft of balloon dilatation catheter while being removed from a right graft angioplasty. It remained lodged in arterial graft near puncture site. This required surgical removal. The pt recovered without any further complication & was discharged the same evening.